Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction strip issue. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "hi." Customer states that she feels well and requires no require medical attention. Customer's expected blood results are 109mg/dl fasting. Verified the strips expire 03/31/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, hi and 521mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Event description:
Consumer complaint of blood result reading of "hi". Customer states that she feels well and requires no medical attention. Customer's expected blood results are 109mg/dl fasting. Verified the strips expire 03/31/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test. Hi and 521mg/dl, fasting. Reviewed meter memory: hi, (B)(6) 2015, 05:16:00 am, fasting: yes; hi, (B)(6) 2015, 05:15:00 am, fasting: yes; 492mg/dl, (B)(6) 2015, 09:56:00 pm, fasting: yes; 476mg/dl, (B)(6) 2015, 06:12:00 am, fasting: yes. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).